Event description:
It was reported that during an implant attempt, the lead fixation mechanism under the suture. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. A component of the lead became extrinsically distorted due to pulling/stretching/ overstress, the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).